Manufacturer narrative:
A software analysis found the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Device manufacturing date is unavailable. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system planning station being used outside of a procedure. It was reported that the navigation system reported coordinates did not match the coordinates with the same exam series from the electronic picture archiving and communication systems (pacs) digital intercommunication of medicine (dicom) images. The site could not match the navigation system snapshot images with the exact same raw dicom images on their pacs. It was noted the plans seemed to point to different spots on the saved snapshot using the "f8" coordinates screen versus when they entered the image-space target coordinates (x, y, z) on their pacs dicom images of the same data set. It was noted by technical services (ts) that the plans and coordinates are in reference to the reference exam. The issue was resolved by using the exam modality that they intended to create their intraoperative plans on the navigation system as the reference exam in the "merge" task. At the registration task, the modality was changed to the desired exam that would obtain the best registration. There was no patient involved when this issue was discovered.